Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was observed with invalid data on cardiac compass. The device remains in use. It was also noted that the patient experienced diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.